Manufacturer narrative:
Lot #: the suspected lot is r21a05036. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had medication dripping from the second to last y-site in the tubing. This issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The suspected lot # r21a05036 was manufactured on january 06, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including pressure testing and clear passage test which revealed a leak in the gland of the second y-site. The reported condition was verified. The cause of the condition was due to defective material by the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.